Manufacturer narrative:
The doctor was able to implant the device, the surgery was delay as he modified the device so that it fit the patient. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported the doctor had to modify the htr implant to get it to fit properly. This modification extended the surgery time by 2.5 to 3 hours.